Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product related issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat in-stent restenosis in the right superficial femoral artery that was heavily calcified. The armada 35 pta 6mm/200mm on 135 cm balloon ruptured above nominal pressure but below rated burst pressure during the first inflation. The device was prepped according to the instructions for use. There was no resistance during advancement to the lesion. There were no issues noted during preparation. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.